Manufacturer narrative:
The returned valve was patent. It met the requirements for preimplantation testing. However, it did not meet the requirements for siphon, reflux, and pressure flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Approximately 3.5 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to hydrocephalus with pressure level set at 1.5. According to the report, after the surgery the CT scan showed the size of the cerebral ventricle did not change. It was reported, the device was explanted on (B)(6) 2015 and replaced with another vp shunt. Reportedly, there was no injury to the patient and the patient is currently under follow up.